Event description:
Technical services received a call on (B)(6) 2012. Caller reported this rv lead is being removed today as part of a system explant due to infection. No additional information is available at this time. Lead was implanted on (B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).